Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged and exhibited high pacing thresholds. Additional information was received indicating that chest x-ray confirmed the rv lead was pulled back from its original position. R wave amplitude also became smaller. This lead was repositioned. No additional adverse patient effects were reported.